Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced recurrent low glucose during sleep and inquired about a sleep function, noted that usual meal announcements dropped glucose quickly, and had been selecting smaller-than-usual announcements more often; user was advised to consult their clinician regarding pump targets or a possible factory reset, and blood glucose questions indicated no overcorrection with oral glucose. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment. Investigation included troubleshooting and education. Investigation of this case revealed no device malfunction reported and that the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.